Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent a device changeout procedure in which the non boston scientific right atrial (ra) and right ventricular (rv) leads were suspected to have been switched in this device header. Loss of capture (loc) occurred. Then, this pacemaker dependent patient entered atrial fibrillation (af) and as the ra lead was in the rv port of this device, pacing inhibition occurred. A temporary lead was placed. Technical services (ts) discussed options including a surface electrocardiogram and further troubleshooting. This device remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient was brought back to surgery to correct the leads reversed in this device header. No additional adverse patient effects were reported.

Event description:
It was reported that this patient underwent a device changeout procedure in which the non boston scientific right atrial (ra) and right ventricular (rv) leads were suspected to have been switched in this device header. Loss of capture (loc) occurred. Then, this pacemaker dependent patient entered atrial fibrillation (af) and as the ra lead was in the rv port of this device, pacing inhibition occurred. A temporary lead was placed. Technical services (ts) discussed options including a surface electrocardiogram and further troubleshooting. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.